Event description:
Additional information received indicated the patient was stable throughout the procedure.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead had externalized conductors. This was discovered via a chest x-ray. The patient was asymptomatic. The physician attempted to explanted and replace the rv lead on (B)(6) 2023, but it was difficult to remove due to calcification around the rv lead. The patient was stable throughout that procedure. The patient was brought into clinic again on (B)(6) 2023, and a new rv lead was implanted successfully. Further information was requested but not received.